Event description:
During a biopsy procedure, the physician used a cook endoscopy captura serrated jumbo forceps with spike to take a biopsy sample. The physician reported the forceps tears the tissue instead of cutting the tissue. The procedure was finished with these forceps and medical intervention was not required. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. After review of the initial reporter's order history, we can advise the lot number is either w2776532 or w2778680. Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. The possible lot numbers of the product said to be involved were used to review the device history records. After a review of the device history records for the possible lots, we can report no discrepancies or anomalies were noted. We could not conduct a sample test from these lots because none of the product from this lot remained in finished goods inventory. A review of the 12 months complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance te forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated jumbo forceps with spike are subjected to a visual inspection and functional tests to ensure proper workability. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all mfg requirements prior to shipment. Corrective action: no action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.